Event description:
The consumer's family member reported that the patient's stim was not working and it did not seem to be on. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.